Event description:
The pump will not come on. Information was not provided regarding whether or not the failure occurred during a patient infusion.no reports of patient injury or medical intervention.